Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found deep tip and fiber damage, distal lens damage, and sidearm cracked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection of the hd vas 2.7 x 30 deg short non-a/c it was found that the distal end was cracked. The issue was solved with a backup device with no delay nor patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.